Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 failed. The field service engineer replaced drawer 6.1 retractor band and reseated the connectors. Also performed preventative maintenance to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 2.1 failed. The customer reported that this malfunction caused a delay in patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 2.1 failed. The customer reported that this malfunction caused a delay in patient care and the user managed to get medication from another station. As per part investigation, it was determined that the root cause of the reported issue was not identified, as both retractor bands functioned properly during laboratory testing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d medical device brand name, medical device model, medical catalog, unique device identifier (UDI), section g manufacturing location, section h device manufacture date. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from its manufacture date of 06mar2023 and confirmed that there were no production failures which correlates to the customer reported issue. The report of the drawer requiring maintenance was confirmed by fse. The malfunction could not be replicated in dchu laboratory. According to wo 01749649: the fse replaced retractor band on drawer 2.1 and 6.1 and reseated connectors. Tested in hta and inventoried items in affected rows in drawers. External inspection revealed no physical damage or any anomalies. During laboratory testing the retractor cables (a & b) were tested using a multimeter to find open traces, continuity testing was successfully passed for both retractors. Then were individually integrated with a hh drawer, connected into a medstation and tested using hta, both retractors detected open and closed positions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue where a drawer requires maintenance was not determined during this investigation. Laboratory testing confirmed that the two (2) retractor bands were functioning properly.